Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance and an anomaly; however, the deficiencies were corrected, and the device was approved for use. The DHR anomalies are not related to the alleged device failure. The extension was returned missing the terminal end contact to channel one. The terminal end was found in the top canal of the returned ipg. Additionally, all wires in the extension header were broken and most had been pulled back to the strain relief indicating an extreme overstress. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-00517 and 1627487-2011-00519.